Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f2 alarm code. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was service on site by a field service technician. The device was visually inspected and functionally tested (battery test and power-on self-test). An event history log review was performed, verifying the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a damaged latch roller. To resolve the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.